Manufacturer narrative:
Previous short-to-shield condition is addressed under 2916596-2021-02269. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to clinic for a routine visit and had low speed advisories when connected to the system monitor. There were no associated symptoms for this event. The patient denied any issues at home when connected to the mpu and using a grounded patient cable; there was a previous concern for short-to-shield. The log file showed speed reductions after the patient was connected to the power module; the data is indicative of a short-to-shield. It was recommended to keep the patient on an ungrounded patient cable to avoid pump function interruption. The patient was discharged home with an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events which appeared to be consistent with a potential issue with the driveline (dl); however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file recorded a series of low speed events on (B)(6)2021 when the patient was connected to the power module. Excluding these events, the pump appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.